Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer did not power on and it was attributed to a defective power supply. It was additionally noted that errors were found in the update history and that the touchscreen was defective. The programmer was scrapped due to a lack of available replacement parts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not turning on. The programmer has been returned for service. There was no patient involvement. It was further reported that the product had been returned to service. It was further reported that the product subsequently tested out of specification during manufacturer's analysis.